Event description:
This catheter was being utilized for a diagnostic radiology procedure when a fine crack was noticed at the connector hub after the device was inserted into the patient. There was no reported injury to the patient.